Event description:
The carefusion sales rep reported the manifold is breaking. There was no pt harm reported and no report of medical intervention. Although requested, no additional pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.